Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2938836-2018-09428; 2017865-2018-11588; 2938836-2018-09429. During a follow-up, there was infection noted on the pocket site of the patient. The device and all the leads were explanted to resolve the event and the patient was stable.